Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the customer wears the pump against their skin. The customer's blood glucose (bg) level was not impacted for the past occlusions; current bg was 181mg/dl. Supply changes were performed resolving the past occlusions. During troubleshooting for the current occlusion alarm, a new cartridge was loaded and the pump performed as intended. Tandem technical support shipped the customer a case for the pump to prevent temperature changes.